Event description:
The facility reported an infusion pump that "resets while infusing." The pump is programmed to infuse a rate, shuts off, turns back on again and begins infusing at a different rate. This reported condition occurred during bio med testing. No add'l contact info was provided. The hosp representative stated there habe been no reports of any pt incident involving this pump since the last baxter service event.